Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) of greater than 200 ohms. It was noted that rv to device was normal at 78 ohms; however, rv to shock vector coil (svc) and svc to device was greater than 200 ohms. Technical services (ts) suspected calcification around the svc coil and suggested programming the device to rv to device and monitor. This lead currently remains in service and no adverse patient effects were reported.